Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon initiated the command to use the monopolar curved scissors (mcs), which was in command and after having already used it, the mcs did not accept the opening command and only rotated when given the command. When removing the scissors it was seen that the cable at the tip of the scissors had broken. The procedure was completed with no reported injury.